Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge alarms (alarm 20 and alarm 30) occurred. The customer's blood glucose level was 117 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.